Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 sensor and the ilet bionic pancreas, where the dexcom app displayed glucose values but the ilet showed no reading and an on-device pairing spinner; the system later reconnected after the user restarted their phone and reentered the pairing code. Symptoms included no reported clinical effects. Outcomes included no reported impact on health, no alerts or alarms, and restoration of cgm data to the ilet after troubleshooting. Investigation included remote review of device connectivity history, guided re-pairing steps, and user education on phone restart and sensor pairing. Investigation of this case revealed a temporary communication disruption between the cgm and the ilet that resolved with standard reconnection procedures. It was concluded that the device functioned as designed after successful re-pairing and that no device malfunction was confirmed.